Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Concomitant medical products: model: d224drg, ICD; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited an increase in sensing integrity counter (sic) and impedance variability, which resulted in the patient receiving multiple inappropriate therapies. A lead fracture was confirmed. It was noted the rv alarm had been turned off. The lead was capped and replaced. No further patient complications have been reported as a result of this event.